Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, which resulted in the pump shutting down. Customers blood glucose level was 300 mg/dl, accompanied with vomiting. Customer had not addressed their bg at the time of troubleshooting. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.